Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to diarrhea. On an unreported date, the patient was hospitalized for the event. The treatment for peritonitis was "flushing" by dianeal and added unspecified drugs to dianeal. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined further follow-up.